Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021 during a procedure when preparing the cement for use, after mixing we were unable to fill the syringes as the cement was unable to come through. All steps were correctly followed. The procedure was completed successfully but without the use of augmentation. There was no delay and no patient impact. This report is for one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part #: 07.702.040s synthes lot #: 0j53360 manufacturing site: (B)(4) supplier: osartis (B)(4) release to warehouse date: 08 sep 2020 expiry date: 01 sep 2023 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.